Manufacturer narrative:
(B)(4). Device is a combination product. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID 2134265-2015-09041. (B)(6) clinical study. It was reported that in-stent restenosis occurred. In (B)(6) 2015, clinical assessment indicated that the patient's qualifying condition was unstable angina. The patient did not experience myocardial infarction (mi) within 72 hours prior to the index procedure. Coronary angiography was performed which revealed the 90% stenosed and 18mm long target lesion was located in the 1st obtuse marginal with a reference vessel diameter of 3.0mm. The lesion was treated with pre-dilatation and a 3.00x16mm promus premier stent. The lesion was also treated with an overlapping 3.00x12mm promus premier&#10259;tent. Post dilatation was performed resulting to 0% residual stenosis. One day post index procedure, the patient was discharged on aspirin and prasugrel. Nine days post index procedure, the patient underwent percutaneous coronary intervention (pci) of the left circumflex artery (lcx). In (B)(6) 2015, the patient experienced exertional chest tightness and dyspnea and was seen at an outpatient center. Twelve days later, the patient underwent a stress test and was noted to have abnormal findings with a medium completely reversible mid to basal lateral defect associated with mild hypokinesis and consistent with ischemia. On the same day, the patient presented with r93.1 abnormal findings on dx imaging. After seven days, the patient experienced chest pain, which required an angiography without revascularization. The patient was admitted to an outpatient center. The patient experienced stent thrombosis with 100% stenosis, which was confirmed by angiography. The patient underwent a successful and uncomplicated pci of 75% mid left circumflex artery stenosis with a synergy stent. Repeat angiography revealed well-deployed expanded stent with 0% residual stenosis. A non-bsc pressure wire was advanced into the distal right coronary artery (rca). The lowest recorded fractional flow reserve of 0.82 which was suggestive of a non-hemodynamically significant stenosis at the time of the vessel intervention. The vessel was not treated. On the same day, chest pain was considered resolved. One day post procedure, the patient was discharged from the outpatient center.